Event description:
I received a customer complaint from (B)(6) regarding an issue of hair found inside the manufacturers packaging containing the sponge neuro 1/2x1/2 pk/10, part #245404, lot #548115 within their custom pack. A physical sample was not obtained; however, an image of the sample with the hair was provided. Please document this complaint for trending purposes and provide me with a formal response letter that I can forward to our customer acknowledging that the complaint was received and looked into. If you have any questions, please let me know. (B)(6) 2015: did this event occur intra-operatively? No. Was there a delay in surgery over 30 minutes? Unknown. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? They had to tear down the room. Is there a serial or lot number you can provide? Lot #548115. Unfortunately, we did not receive a physical sample. An image of the sample was attached to the original email.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.